Event description:
Gyrus acmi halo pks cutting forceps handpiece attempted use. Would only burn for a few seconds, and then stop. Warning read "re-grasp" on machine exchanged for "like" device which functioned without issue. Diagnosis or reason for use: laparoscopic robotic total hysterectomy. Event reappeared after reintroduction - yes.